Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available spare device without any clinically significant delay.

Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Corrosion of the driveshaft and its bearings can cause friction during rotation; this can result in the observed heat.